Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots: 3000309462, 3000310938, and 3000310408 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (4.3mm) when holding the tabs in place the seal would not roll properly (not loaded properly) because it was hitting the tube. The heartstring was in the early rolling phase of the loading of the heartstring, and not yet loaded into the clear tube. It is unknown if the white plunger was non intentionally pressed before needed. They opened another hsk-3043 to complete the case. No harm to the patient was reported.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.